Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the reload would not work or close, when the reload was attaching into the adapter it was very tight. There was no patient injury.